Manufacturer narrative:
The investigation into this complaint is on-going. As additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
A report received from korea stated during the cuff balloon test, prior to use, the cuff did not deflate. There was no patient involvement.